Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.